Manufacturer narrative:
Testing and investigation found the touchscreen did not respond. A review of the device history indicated button ID: invalid touchscreen malfunction alarm codes. The probable cause was due to contamination on the touchscreen due to fluid ingress. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during testing at the user facility, it was reported that the device touchscreen would not respond. There were no reports of adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.